Event description:
It was reported that a stroke occurred. A transcatheter aortic valve implantation (tavi) procedure was performed for the treatment of aortic stenosis. The patient had a reported non-tortuous anatomy. A sentinel cerebral protection system was used during the tavi procedure. The case went smoothly with no complications. Eight hours later the patient experienced slurred speech. An embolic stroke that impacted the right brain was determined. The stroke resolved without treatment. The etiology was not able to be determined. No further patient complications were reported. Patient is recovering and doing well.